Event description:
It was reported that an MRI scan of the thoracic spine was interpreted to indicate a "small amount of disc bulge, disc protrusion approximately t9-10 and also disc bulge/protrusion at approximately t4-5. Difficult to count with the scoliosis. Curvature of the lower thoracic spine left to right, upper thoracic spine right to left." (B)(6) days later, radiographs were interpreted to indicate "bidirectional thoracic scoliosis with largest curvature toward the right in the lower thoracic region is noted." The patient presented with adult idiopathic scoliosis and underwent a posterior spinal fusion t2-l1 using 48 mg of rhbmp-2/acs, local autogenous bone, vitoss and allopac. (B)(6) days post-op, ap and lateral radiographs of the lumbar spine were interpreted to indicate "pedicle screw and rod fixation of the lower thoracic spine extending to l1. Normal alignment at the t12-l1 level." (B)(6) days post-op, a scoliosis study was interpreted to show "no appreciable change in mild right thoracolumbar scoliosis since [prior study]." (B)(6) days post-op, a CT scan of the thoracic spine was interpreted to indicate "bilateral posterior hardware fusion t2-l1. Thoracic scoliosis. No significant central stenosis." (B)(6) days post-op, the patient presented with thoracic scoliosis and underwent removal of hardware bilaterally t2-l1, exploration of the fusion t2-l1 and replacement of hardware with local bone graft. The fusion was confirmed to be solid. Per the operative notes, the patient "had a popping sound in her midthoracic region near a proximal cross-link." The popping was not responsive to conservative treatment. After confirming solid fusion, "there was some degree of a paucity of bone graft and indentation of the graft where the crosslinks were located" I then decorticated the fusion mass again in order to augment the fusion, particularly I the regions of the crosslinks. I used a total of 24 mg of rhbmp-2 and local autogenous bone graft to augment the fusion." There were no noted complications. Allegedly, since receiving bmp, it is claimed that the patient developed an inability to sleep, walk, sit, lie, or stand for periods of time, and acute pain.

Event description:
At 341 days post-op, a scoliosis examination noted "status post l5-s1 plif." Status post thoracic posterior instrumented fixation with no change in alignment. At 557 days post-op, an electrodiagnostic report noted "findings suggesting pathology (high amplitude) rated up to +5" at "left (l5) peroneal nerve +5 very severe" and "right (s1) sural nerve +3 marked" and "findings suggesting irritation (low amplitude) hyper-function" at "left (l1) upper lumbar nerve -1 hyper," "left (l2) lat. Femoral cutaneous nerve -1 hyper," and "bilateral (l3) femoral cutaneous nerve -1 hyper 782 days post-op, a scoliosis examination noted "bilateral posterior hardware fusion t2-t11." No evidence of complication. Mild lev oscoliosis of the mid to upper thoracic spine. Stable interbody arthrodesis with bilateral posterior hardware fusion l5-s1.

Manufacturer narrative:
(B)(6). (B)(4). Review of multiple films taken indicate of thoracic scoliosis preop films and interoperative after instrumentation placed before closure. T2-l1 position of implants appears acceptable. L5-s1 fusion with instrumentation also shows adequate alignment with good correction overall. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.